Event description:
Hill-rom rec'd a report from the account stating the side rail would not latch. The bed was located in room a660 at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician was unable to work on the bed, as the account move it and cannot locate it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time since the account could not locate the bed. The account stated to hill-rom that they would contact us if the bed is located and further assistance is required. Based on this info, no further action is required.